Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s caretaker reported via phone call that the buttons were hard to push. The customer's blood glucose level was unknown at the time of the incident. The customer reported false or unexplained no delivery alarms, the backlight had lost some of its brightness. The customer also reported a crack in the corner and the battery cap was worn. The customer reported that the insulin squirted outs of cannula. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan if at any point in time if the customer felt uncomfortable with the insulin pump. The device will not be returned for analysis.